Event description:
In 2002, during a visit at the implant center, the surgeon examined the pt's implant site and determined that the skin was thinning. Two days later, the surgeon informed the pt's family that he wanted to schedule revision surgey to either reposition or explant the existing internal device due to potential extrusion through the skin. The revision surgery took place 8 days later. The device remains implanted in the pt.